Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Block d6b: explant date: (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7072408/7072451.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained.